Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-00588, 0001526350-2022-00590.

Event description:
It was reported that the device was producing an incomplete mesh. The event timing is unknown, however, the customer is a cadaver skin bank, therefore there was no patient involvement. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h4; h6 the event is confirmed review of the most recent repair record identified the following related repair: the cutter failed the mesh test due to an incomplete mesh. The cutters were returned unrepaired as these are not repairable devices. Therefore, the cutter does not meet the zimmer mesh test acceptance criteria. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.